Manufacturer narrative:
A beckman coulter field service engineer was not dispatched. The customer resolved the issues by tightening a loose fitting/connector on the reagent probe a tubing assembly. Customer primed instrument and no further leak and instrument errors were observed. Instrument resumed operation. The instrument software version is 5.4. (B)(4).

Event description:
A customer reported to beckman coulter (bec) technical support that their unicel dxc 800 pro synchron system generated "cartridge chemistry cuvette not dry" errors. Upon troubleshooting, with the assistance of customer technical support, the customer found clear fluid leaked under reagent probe a. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.